Event description:
Distributor's customer reported that needles are extremely dull and bend when trying to pull vaccine out of vials. Staff are worried about injecting clients with a dull needle and about being poked by a needle when disposing. Staff are also noticing that the needles are leaking since there are no safety slip. They are having a hard time pulling 6 doses out of the pfizer vials. See attachment section for initial email and complaint report from customer.